Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted. The pump also had a cracked case at the display window corner, minor scratches, and a cracked display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 290 mg/dl. The customer doesn't recall any significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.